Event description:
Shortly after a pocket revision procedure, the patient reported charging issues between the implant and the external equipment. An advanced bionics representative performed device evaluation. The problem was confirmed. Explant surgery has been recommended.